Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including defibrillation testing and cycling without duplicating the report. An internal inspection of the device found no discrepancies. The pace/defib (pd) engine board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib and pacer disabled" and "defib fault 72 and 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.